Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump continued to revert to its default settings. Customer stated her bolus wizard and basal rating are going back into factory settings. Customer had to go back to her primary doctor four times to get the settings reset. Customer reverted to her back up plan. Customer's blood glucose was unknown. Troubleshooting wasn't performed as customer didn't have the device on her. Customer stated she will call back. The device isn't being returned for analysis.